Event description:
It was reported that there was some undersensing. Technical services (ts) was contacted, and ts discussed troubleshooting steps. Later, the s-ICD system was explanted and replaced with a transvenous system. There were no additional adverse patient effects.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing and misaligned markers on the electrogram (egm). Technical services (ts) was contacted, and ts discussed troubleshooting steps. Ts noted the undersensing was difficult to confirm with the misaligned markers and discussed refractory periods and programming. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received that this electrode had been explanted due to pain this patient felt after an electrode revision. This electrode was disposed and is not expected to be returned. No additional adverse patient effects were reported.